Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was noted that ok button was under responsive to user presses. It was also noted that the keypad was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2015 with the following findings: during investigation, the keypad cover was observed to be missing. The contrast contact was missing and the keypad flex was torn at the contrast button. The ¿ok¿ contact was observed to be inverted and unresponsive. Unrelated to the original complaint, the battery compartment was observed to be cracked to the left of the grip pad.